Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿something to do with their hands¿. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for peritonitis. Action with pd therapy was not reported. At the time of this report, antibiotic therapy was ongoing and the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.